Event description:
The handpiece was tested with the test tip before the start of a case and received an error 3 handpiece error. The handpiece was swapped with a second handpiece and the case was completed with no pt consequence.